Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-01182. It was reported the patient underwent surgical intervention on (B)(6) 2017 for an issue reported under MFR. Report#: 3006705815-2017-01136 and 3006705815-2017-01137. During the procedure, the doctor kinked one of the patient's leads while attempting to move it. As a result, the doctor decided to explant and replace both leads. Surgical intervention resolved the issue. Note: both leads are being reported as kinked due to it being unknown which device was damaged.